Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, endometriosis, nausea, cramp in lower abdomen, low back pain, supraventricular tachycardia, adenomyosis, chronic cervicitis, grand multiparity, cystoscopy and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergy : rash/skin condition"), post procedural complication ("post removal complications") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (uterus and cervix)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, menorrhagia and dermatitis allergic had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered back pain, dermatitis allergic, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for back pain, menorrhagia,pelvic pain discrepancy for date of insertion:(B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: status post essure procedure. Neither fallopian tube is patent. Most recent follow-up information incorporated above includes: on 5-mar-2021: mr received: reporter, lot number, medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A20064) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, endometriosis, nausea, cramp in lower abdomen, low back pain, supraventricular tachycardia, adenomyosis, chronic cervicitis, grand multiparity, cystoscopy and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergy : rash/skin condition"), post procedural complication ("post removal complications") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (uterus and cervix)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, menorrhagia and dermatitis allergic had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered back pain, dermatitis allergic, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for back pain, menorrhagia,pelvic pain discrepancy for date of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: status post essure procedure. Neither fallopian tube is patent. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergy: rash/skin condition"), post procedural complication ("post removal complications") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (uterus and cervix)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, menorrhagia and dermatitis allergic had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered back pain, dermatitis allergic, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for back pain, menorrhagia,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: case became valid and incident. Previously reported event "injury to herself" updated to "pelvic pain", events- " back pain, menorrhagia, allergy : rash/skin condition, post removal complications, psych injury " added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.